Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt's wife reports that the location of the leak could not be identified. Prophylactic antibiotics were administered as a precaution and there is no pt ill effect. There is a sample available for evaluation.